Event description:
It was reported by the intermacs database withdrawal of support and patient death. Withdrawal of support includes: ICD deactivated, rvad and lvad stopped. Form indicates device functioned normally. No further information is available at this time.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): serious and life threatening adverse events, including death and bleeding have been associated with use of this device as outlined in the instructions for use (IFU). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device not returned.